Event description:
Per the audiologist, the pt reported pain with stimulation. The results of an integrity test in 2008 showed multiple electrode anomalies. The pt's device was explanted in early 2009, and the pt was reimplanted with a new device during the same surgery.